Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 567 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms of nausea and vomiting. Customer was still in the hospital at the time of call. Customer was not wearing insulin pump for eight and a half hours prior to hospitalization. Troubleshooting was performed on insulin pump. Customer reported to have received a newly replaced insulin pump due to motor error alarm, but blood glucose still remained high. During troubleshooting, it was found that time and date were not correct. Customer did not have a tubing clamp in order to complete troubleshooting and would call back when in receipt.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.